Event description:
It was reported a patient enrolled in a clinical study underwent left total knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2003 due to infection. An irrigation and debridement was carried out and the polyethylene bearing was removed and replaced. A second revision procedure was performed on (B)(6) 2004 to remove all components due to infection.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-06139 / 06156).